Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump¿s battery life did not meet the expectation of the user. Reportedly, the pump¿s battery had to be replaced multiple times over the last couple days. It was also noted that there was a crack in the pump and moisture was getting inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.